Event description:
It was reported that bd bd y-site versasafe leaks the following information was received by the initial reporter with the following verbatim: it was reported by customer that material was found to have a manufacturing defect (leak).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported leakage from the y-connector and returned one video of an incident on material 388800. The video confirmed the leakage from the y-site, and the complaint was verified. The supplier of the component was contacted for further investigation. They reviewed the process with respect to the defect found; the assembly machine of the parts was not at fault for the defect. They were not able to find a root cause for the issue, and considering the low number of defects compared to the number of components produced, a formal advertising to assembly personnel about the defect was sufficient. This part number is not received at the manufacturing plant, therefore there is no incoming inspection performed, and there is not any DHR for these lots. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Should there be any additional questions as it relates to this (B)(4), or related (B)(4), please contact your sales support representative, (B)(4).

Event description:
No additional information was provided.